Event description:
It was reported that the pt developed an infection, 19 months post-op, after an achilles tendon repair in 2007. The surgeon stated that the pt developed an abscess on the posterior lateral aspect of her left ankle, anterior to the surgical site. In 2008, a second surgery was performed to drain the abscess; pt was diagnosed with possible cellulitis. Cultures revealed mycobacterium fortuitum. At about one month later, the surgeon removed all implants. According to the reporter, the pt is taking antibiotics (cipro) and is currently healing and doing well. F/u with the reporter provided info that an exact mycobacterium fortuitum strain could not be identified. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. Relevant pt health history and preexisting medical conditions were requested; the surgeon was unaware of any. Based on the info provided, a definitive cause for the post-operative infection could not be determined. This device is supplied sterile. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is received and additional relevant info is obtained, a f/u report will be submitted.